Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was dim but the report was able to maneuver through the screens. It was reported that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up with the appropriate audible and vibratory features. The verify screen was dim and discolored. Unrelated to the display issue, the battery compartment was cracked at the base seal. The keypad cover was undamaged. All the buttons responded intermittently and removal of the keypad cover found contamination under all the button contacts.